Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that surgeon was using framelink software for revision dbs surgery. The surgeon was using pointmerge and when selecting the fifth point on the exam on the left-hand side of the screen, the software was not responding and point was not selected. Selecting the same point on the right-hand exam software responded. Surgeon then went back and selected a different point (sixth point) on the left-hand side of the screen and the software did not respond. Then went and selected sixth point on right-hand exam and the software responded. Surgeon selected the sixth point on the left-hand exam and software responded with no further issues during the merge. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no known impact to patient outcome.

Manufacturer narrative:
Log analysis was performed. The issue was unable to be replicated and the cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.